Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was between 112-501mg/dl. Bg was corrected via a manual injection. The customer continued to use the pump for insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.